Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering air detected in cassette warnings are occurring during 'drain 4 of 4. Patient indicated that the same warnings occurred earlier in the treatment, phase/cycle the warnings occurred was unknown. Patient confirmed connection to catheter was secure. The patient was advised to cancel treatment. Patient reported observing evidence of a fluid leak when removing the cassette from the cycler. The patient was advised to discontinue use of the cycler. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that the clinic was notified of the alleged event. The patient did not experience any complications as a result of the alleged event. There was no medical intervention. Patient resumed treatment on a replacement cycler. A retrieval kit was sent for the return of the cycler set.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."